Event description:
It was reported that a female patient was found on the floor after attempting to get out of bed. Apparently, the alarm failed to sound to notify the staff of the residents movement. The resident's head was still resting on a very small section of the alarm bar when she was found. Her buttocks and legs were on the floor. The patient expired.